Event description:
It was reported that the patient experienced increased pain in her back. The proximal segment of the catheter was occluded; the surgeon "could not aspirate explanted catheter - possible occlusion suspected". The catheter was replaced. The patient status was reported as ¿alive-no injury¿. The device system was delivering dilaudid. It was later reported that following the catheter replacement the surgeon wanted the patient to be at minimum rate and have the pain physician program her dose post-op. It was later reported that the patient was getting functional pain relief and the therapy was effective.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type catheter. (B)(4).